Event description:
The patient reported that she was receiving multiple 04 (occlusion) alarms. She stated that in 2007, her blood glucose measured "hi" (typically greater than 500 mg/dl). She reported feeling sick and nauseous. The patient stated, that she is a brittle diabetic and does not have a normal blood glucose range. During troubleshooting with the company representative, the patient was able to successfully deliver a 15 unit bolus. Four days later, the patient reported that she was continuing to receive 04 (occlusion) alarms despite having replaced her piston rod, batteries and infusion set. During troubleshooting, it was discovered that the patient may have been using expired infusion sets (expired 07/2006). The patient was advised to not use any expired product and discard it immediately. The patient had a replacement infusion device that she was going to locate and switch to. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.